Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's previously administered products included for birth control: depo from 2009 to 2014. Concurrent conditions included body mass index abnormal. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), weight increased ("weight gain") and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain in extremity had resolved and the urticaria, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, pain in extremity, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that essure not successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure removal date ((B)(6)2017) added. Lot number (c06471) added. Events hives, nickel allergy, weight gain and right leg pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("left was removed in 2 pieces, right removed in a single piece") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's past medical history included fish allergy (anaphalaxys) and shellfish allergy (nausea/ vomiting). Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), weight increased ("weight gain") and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device) and surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device breakage, urticaria, allergy to metals and weight increased outcome was unknown and the pain in extremity had resolved. The reporter considered allergy to metals, device breakage, pain in extremity, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that essure not successfully occluded exam under anesthesia revealed normal uterus, normal size. No adnexal masses were palpated. No lesion was seen. Under laparoscopy the uterus was normal, tubes and ovaries were normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's past medical history included fish allergy (anaphalaxys) and shellfish allergy (nausea/ vomiting). Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("left was removed in 2 pieces, right removed in a single piece"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and pain in extremity had resolved and the device breakage, urticaria, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, device breakage, pain in extremity, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that essure not successfully occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received: the event device breakage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's past medical history included fish allergy (anaphalaxys) and shellfish allergy (nausea/ vomiting). Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 8 months after insertion of essure, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage ("left was removed in 2 pieces, right removed in a single piece"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device breakage, urticaria, allergy to metals and weight increased outcome was unknown and the pain in extremity had resolved. The reporter considered allergy to metals, device breakage, pain in extremity, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that essure not successfully occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received . The outcome of the event pelvic pain was updated to recovering/resolving incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("left was removed in 2 pieces, right removed in a single piece") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's past medical history included fish allergy (anaphalaxys) and shellfish allergy (nausea/ vomiting). Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anaesthetics (anesthesia). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device breakage, urticaria, allergy to metals, weight increased, depression and anxiety outcome was unknown and the pain in extremity had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, pain in extremity, pelvic pain, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed that essure not successfully occluded exam under anesthesia revealed normal uterus, normal size. No adnexal masses were palpated. No lesion was seen. Under laparoscopy the uterus was normal, tubes and ovaries were normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received event " depression and mental anguish" are added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left was removed in 2 pieces, right removed in a single piece') and pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's medical history included fish allergy (anaphalaxys), shellfish allergy (nausea/ vomiting) and galactorrhea. Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anesthetics, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco) and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 7 days after insertion of essure. In (B)(6) 2015, the patient experienced urticaria ("hives"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("right leg pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, urticaria, weight increased, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, allergy to metals, pain in extremity, rash and genital haemorrhage had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, pain in extremity, pelvic pain, rash, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs she had been treated for pain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed that essure not successfully occluded.no evidence of tubal patency on the left. There is subtle extension of contrast along the isthmic segment of the right fallopian tube.. Laparoscopy - on an unknown date: exam under anesthesia revealed normal uterus, normal size. No adnexal masses were palpated. No lesion was seen.the uterus was normal, tubes and ovaries were normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left was removed in 2 pieces, right removed in a single piece') and pelvic pain ('severe pelvic pain') in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's medical history included fish allergy (anaphylaxis), shellfish allergy (nausea/ vomiting) and galactorrhea. Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anesthetics, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco) and medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 7 days after insertion of essure. In (B)(6) 2015, the patient experienced urticaria ("hives"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pain in extremity ("right leg pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, urticaria, weight increased, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, allergy to metals, pain in extremity, rash and genital haemorrhage had resolved. The reporter considered allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, genital haemorrhage, pain in extremity, pelvic pain, rash, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs. She had been treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: confirmed that essure not successfully occluded. No evidence of tubal patency on the left. There is subtle extension of contrast along the isthmic segment of the right fallopian tube. Laparoscopy - on an unknown date: exam under anesthesia revealed normal uterus, normal size. No adnexal masses were palpated. No lesion was seen. The uterus was normal, tubes and ovaries were normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Batch no c06471, production date 2013-12-19, expiration date 2016-12-31. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device breakage ("left was removed in 2 pieces, right removed in a single piece") in a 27-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure was not successfully occluded". The patient's medical history included fish allergy (anaphylaxes), shellfish allergy (nausea/ vomiting) and galactorrhea. Previously administered products included for birth control: depo from 2009 to 2014; for an unreported indication: doxycycline. Past adverse reactions to the above products included urticaria with doxycycline. Concurrent conditions included body mass index abnormal and skin discoloration. Concomitant products included anaesthetics (anesthesia), ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco) and medroxyprogesterone acetate (depo provera) from 18-sep-2014 to 18-may-2017. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 7 days after insertion of essure. In (B)(6) 2015, the patient experienced urticaria ("hives"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pain in extremity ("right leg pain"). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pain in extremity and rash had resolved and the device breakage, urticaria, allergy to metals, weight increased, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, pain in extremity, pelvic pain, rash, urticaria and weight increased to be related to essure. The reporter commented: current weight 184 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram on (B)(6) 2015: results: confirmed that essure not successfully occluded. No evidence of tubal patency on the left. There is subtle extension of contrast along the isthmic segment of the right fallopian tube. Laparoscopy on an unknown date: exam under anesthesia revealed normal uterus, normal size. No adnexal masses were palpated. No lesion was seen. The uterus was normal, tubes and ovaries were normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pain in extremity. The following event was described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: plaintiff fact sheet received. Event dysmenorrhea & rashes were added. Event outcome, lab data, historical & concomitant drugs, conditions were updated. Product, patient & reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of the device). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: confirmed that essure not successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.